Event description:
Medwatch report states: the pt was admitted to the hospital for removal and replacement of recalled depuy left acetabular component liner and femoral head. This hip prosthesis was placed (B)(6) 2006. The pt did well for two years before he started having a clunking sensation and pain in his operative hip. He most recently developed sciatic nerve type symptoms with radiating pain all the way down his leg. When the recall came out, the pt was sent for serum ion studies which were markedly elevated although x-rays did not show evidence of significant bone loss. He did have significant symptoms and coupled with the ions warranted the hip revision. (B)(6) corporate risk management has possession of the explanted device per request of the pt. Doi: (B)(6) 2006 - dor: (B)(6) 2010 (left side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.